Manufacturer narrative:
Complaint conclusion: as reported, the sealant in a mynxgrip vascular closure device was out of the advancer tube a little bit. There was no patient injury reported. Based on the condition of the received device, the sealant was deployed and was dislodged at the last removal step. Multiple attempts to obtain additional information have been made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock. The procedural sheath was retracted to the shuttle handle. The sealant was abutted to the balloon proximal tip. The condition of the returned device indicates an incomplete removal step of the device (balloon catheter was not withdrawn through the advancer tube). The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and found properly engaged distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1705302 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube still being engaged to the distal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step3 : remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant in a mynxgrip vascular closure device was out of the advancer tube a little bit. There was no patient injury reported. The device will be returned for analysis. Based on the condition of the received device, the sealant was deployed and was dislodged at the last removal step.